Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the liner could not be inserted into the acetabular cup during surgery. There was no reported delay in surgery and surgery was completed with another device.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
A poly liner was returned for evaluation. As returned, the liner has a witness mark below the rim. Dimensional measurements were conforming to print specifications where measured. Review of the device history records for the reported liner, identified no deviations or anomalies in the manufacturing process. The reported device was used for treatment. Review of complaint history identified no previous complaints for the reported liner part and lot combination. The liner and reported shell were used in an approved and compatible combination. The trabecular modular acetabular system surgical technique, 97-7255-029-00 rev. 4 has instructions for proper liner positioning and insertion "place the final poly liner with liner positioner, or by hand. Align with anti-rotational tabs. Ensure that both tabs were engaged with prosthesis liner slots." To ensure correct vertical alignment of the liner. Based upon review of the returned device, the witness mark on the liner below the rim indicated possible misalignment during the attempt to install.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.